Event description:
Patient implanted with 2 distractors for planned ap advancement of the mandible. After 6 day, latency and 1mm do per day in one increment up to 15mm, do was stopped. Distractor on the left broke 2 weeks later. The distractor was removed and a plate was implanted.

Manufacturer narrative:
Additional information has been requested. Device received and is in the evaluation process, no conclusion can be drawn.